Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer changed the cartridge to address the issue. There was no reported adverse impact to the customer's blood glucose level.